Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer that gel is smearing on sides on tube during centrifugation also have poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that gel is smearing on sides on tube during centrifugation.